Event description:
Lead jumped from 800 ohms to 2800 ohms in the past week. Sensing was stable but thresholds increased from 0.8 v -> 2.4v. This is indicative of a lead fracture. Patient will get an x-ray to judge the integrity of the lead. Device remains implanted. On (B)(6) 2016 - this lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.